Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just to confirm, did the staples with the ¿barely bent¿ legs deployed into the tissue? Staples deployed but didn't bend inwards as much as they typically do. If yes, how was the tissue repaired? Tissue was repaired but stapling through it again and oversewing. If no, did the device lock-out and not fire (first few staples may be protruding from the cartridge)? Was a leak test performed and if so, what was the result? No leak test. What was the bmi and gender of the patient? Don¿t know bmi. Patient was male. The analysis found that one pse60a device was returned in good visual condition and with two ecr60b cartridge reloads present. Cartridge (b, c) ecr60b, m52l2j were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because, the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the third firing on the stomach with a blue cartridge, the surgeon went to fire the device and it did not cut and the staples were not formed. The legs of the staples were barely bent. The first firing used a green cartridge and all subsequent firings used a blue cartridge. No buttressing material was used for this procedure. The procedure used 1 green cartridge and 6 blue cartridges. The blue cartridge with the issue was of a different lot than the other blue cartridges used. The case was completed with this same device. All firings after this event were fine. There were no patient consequences reported.